Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was sent to urology for a consult to resolve the retention and pain at the implant site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a problem with ongoing pain at the implant site, and pain down in the rectum since implant. It was also reported that two nights ago, (B)(6) 2017, the patient had developed a problem with urinary retention where they couldn't pee. It was offered that the patient could turn the implant off to see if pain resolved. It was noted that they had already contacted the patient¿s urologist who said that they were concerned, and they wanted to see a manufacturer representative and see what program the patient was on because ¿thing can happen.¿ there were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.